Event description:
A baxter engineer reported a pump that will not charge. This occurred during bio-med testing. There was no patient injury or medical interventiion necessary according to the hospital representative.